Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: l5-s1 disk disruption with intractable back and leg pain. Obesity at 5 feet 5 inches tall, (B)(6). For which, patient underwent following procedures: anterior lumbar fusion using two bone dowels packed with bone morphogenic protein. Anterior stabilization with instrumentation using plate. Per op notes, throughout this operation the surgery time was much greater than usual in customary and technically much more difficult because of her obesity. Surgeon reamed 2 circular parallel holes through the double barrel working tube into the l5-s1 disk space under "ap" and lateral x-ray guidance. Surgeon then tapped both holes and packed the bone morphogenic protein into the bone dowels. They were then threaded into good position on the disk space. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.